Event description:
Spacelabs received request for service on a command module model 91496 that failed to process ECG and respirations during patient use. No one was injured as a result of this event.

Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified. The data link connector pins were noted to be pushed in on the front end central processing unit rendering it non-functional; therefore the component was replaced. The repaired unit passed all functional tests and was returned to the customer. Lack of an ECG and respiration trace was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.